Event description:
Customer reported that the summit failed to generate an error when multiple wells were observed to have varying levels of sample and reagent. The service engineer could not duplicate the problem. Parts were replaced and proper operation of the instrument was verified prior to the customer putting it back in service. No death or serious injury was associated with this incident.